Event description:
It has been reported that one needle 26x3/8 ib has been found clogged during use. The following has been provided by the initial reporter: material no. 305110 batch no. Unknown it was reported the patient was having difficulty drawing insulin into syringe but was resolved when needle was changed. No additional information is available. Description of issue: customer calling to report that she's had several problems with syringes and needles from current box and previous box, starting (B)(6) 2019. Customer has experienced difficulty drawing insulin from vial into syringe, which she has resolved by replacing needles.

Manufacturer narrative:
Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It has been reported that one needle 26x3/8 ib has been found clogged during use. The following has been provided by the initial reporter: material no. 305110, batch no. Unknown. It was reported the patient was having difficulty drawing insulin into syringe but was resolved when needle was changed. No additional information is available. Description of issue: customer calling to report that she's had several problems with syringes and needles from current box and previous box, starting (B)(6) 2019. Customer has experienced difficulty drawing insulin from vial into syringe, which she has resolved by replacing needles.